Manufacturer narrative:
An event regarding incorrect selection involving a triathlon femoral component was reported. The event was confirmed via review of the provided implant sheet. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: it was reported that a right femoral component was implanted on the left knee instead of a left femoral component. The provided implant sheet was reviewed and confirmed that the reported device was implanted in the patient. It was also reported that the incorrect implant was shown and read aloud to the surgeon, scrub tech, and circulator prior to being placed in the sterile field. This information confirms the root cause of incorrect implant use was user error. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After exposure, hip center through trialing were completed in dr¿s preferred order/method. There were no mako related issues throughout the procedure. After trialing, dr. Requested the following cemented components: femur: size 3 cr, tibia: size 2, poly: size 2x 10 mm, patella: size a35. I retrieved the implants and held them up for dr., the scrub tech and the circulator to see. I proceeded to read each implant box: ¿two by 10 poly. Three right cr cemented femur, two cemented baseplate and an a35 cemented patella.¿ dr. Then said, ¿yes.¿ I showed the circulator the boxes and read the expiration dates. The implants were opened and given to the sterile field. Dr. Cemented each component. After the submission of the charge sheet to jr rep, the wrong femur side was identified. Once jr rep identified the wrong femur side was implanted- he made contact with the surgeon.¿ spoke to mps. Implants were obtained from a cart with multiple common options for knee implants. Mps confirmed that after trialing, the surgeon removed the arrays and did not evaluate the knee after final implants were implanted. Spoke to jr rep. Once surgeon was notified, patient was returned to the operating room. Later the same day and the right-sided implant was revised to a left-sided implant. Rep provided the usage sheet from the primary procedure.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
After exposure, hip center through trialing were completed in dr¿s preferred order/method. There were no mako related issues throughout the procedure. After trialing, dr. Requested the following cemented components: femur: size 3 cr, tibia: size 2, poly: size 2x 10 mm, patella: size a35. I retrieved the implants and held them up for dr., the scrub tech and the circulator to see. I proceeded to read each implant box: ¿two by 10 poly. Three right cr cemented femur, two cemented baseplate and an a35 cemented patella.¿ dr. Then said, ¿yes.¿ I showed the circulator the boxes and read the expiration dates. The implants were opened and given to the sterile field. Dr. Cemented each component. After the submission of the charge sheet to jr rep, the wrong femur side was identified. Once jr rep identified the wrong femur side was implanted- he made contact with the surgeon.¿ spoke to mps. Implants were obtained from a cart with multiple common options for knee implants. Mps confirmed that after trialing, the surgeon removed the arrays and did not evaluate the knee after final implants were implanted. Spoke to jr rep. Once surgeon was notified, patient was returned to the operating room. Later the same day and the right-sided implant was revised to a left-sided implant. Rep provided the usage sheet from the primary procedure.